Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
The (B)(6) customer reported "syringe leaking," and "there were some slides affected by this issue." The customer completed testing manually. The field service replaced the syringe causing this malfunction. The instrument is fully operational, within specification and ready for the user. Diagnostics were not altered. No direct or indirect patient harm or user harm have been reported.